Manufacturer narrative:
The complete split stream assembly was returned for evaluation in two pieces. The catheter with 6 cm of lumen attached and an additional 30 cm of lumen. Functional testing performed by clamping the distal end of the lumen and flushing through the venous luer confirmed the complaint. A small pin hole leak was noted in the lumen approximately 1 cm distal to the detachable hub. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacturing process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. As part of the inspection process, a sampling of finished devices are also leak tested. All samples from this lot passed that leak test. The device was implanted for 6 weeks with no reported issues. A root cause cannot be determined but is not likely manufacture related. The instructions for use (IFU) contains the following warnings: *do not use sharp instruments near the extension tubing or catheter lumen. *do not use scissors to remove dressing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During dialysis, blood oozed from the catheter body (v-side). When dialysis was not being performed, no blood leakage was observed.